Event description:
Newborn infant transported to hosp by emergency medical services following an unexpected home delivery of a (B)(6) gestation baby. The baby was placed in an ambulance child restraint with the warming mattress inside the acr with a paper blanket from the ob pack between the baby and the warming mattress. The baby was then swaddled around with blankets. The paramedic placed the baby on blow by oxygen. The paper blanket had shifted during transport resulting in the warming mattress being against the infant's bare skin and resulted in 9% burn to coccyx and shoulder. This is the second time in this state that an infant being transported by ems has received a burn from a ready heat mattress. The first time this occurred, add'l education was provided to all ems agencies and bright orange labels were provided to warn against use with oxygen. This time, as the state agency that provided the ready heat mattresses to all ems vehicles, an order was issued from the office to remove the ready heat mattress from all ems vehicles and not use them. FDA safety report ID# (B)(4).